Event description:
It was reported: "prof. Verhaar reported to key account manager peggy de loyer that the outer sterile package was broken; the circulation nurse also opened the inner sterile packaging, so that the scrub nurse could take the implant."

Manufacturer narrative:
An eval of the device cannot be performed as the device was implanted in the pt and was not returned to the MFR. Packaging is available and will be returned to the MFR. A supplemental report will be submitted upon completion of the investigation.